Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason and during sensor insertion when he pulled the insertion device bleeding occurred and transmitter did not blink when connected to the sensor. The customer removed the sensor and it was without cannula and bleeding continued, a nurse stopped the bleeding and the user inserted a new sensor. Sensor insertion occurred at the hospital because user was hospitalized. The sensor will not be returned for analysis.